Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. There was no impact to customer's blood glucose level. Reportedly, the customer reloaded the cartridge and continued to use the pump for insulin therapy.